Event description:
The surgeon was working on an angle fracture and a malleable plate and screws were used. The screws came loose and the plate was moving around. The items had to be removed and mandible fracture plates and screws were used. There were no further issues.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could be confirmed according to the investigation result. The plate has been shortened (one row with 2 plate holes was cut). Furthermore, there are scratches and grooves due to the inserted screw cut a thread in the plate. One screw of each length was exemplarily investigated. The screw¿s wings of the cross recesses showed strong deformation in turn-in and turn-out direction due to too high torsional forces. The blade also jumped over the wings. On the bottom of the cross recesses there are damages resulting from axial overloads. One part of a flank was sheared off due to turning the screw further after it was already seated. The flanks were sheared off due to turning the screw further after it was already seated. The dimensional check of the screws showed that beside the length all other dimensional inspection values were found to be within the specified values. The root cause of the investigated failure could be attributed to torsional overloads and/or the pilot hole was not deep enough.

Event description:
The surgeon was working on an angle fracture and a malleable plate and screws were used. The screws came loose and the plate was moving around. The items had to be removed and mandible fracture plates and screws were used. There were no further issues.